Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted during the endovascular treatment of a thoracic aortic aneurysm. It was reported during a follow up approximately 4 years post the index procedure, there was a concern about a suspected endoleak. An additional procedure was performed on (B)(6) 2024. A contrast study was performed with left anterior oblique lao and right anterior oblique rao views during the procedure; there was no clear endoleak observed, but the physician decided to place valiant captivia stent grafts. Vamc3232100 was implanted in a position to extend approximately 3 stents to the peripheral side of the implanted valiant navion, and vamf404020 was placed in a position to extend approximately 1 stent to the proximal side of the implanted valiant navion. The overlap length between the 2 newly placed stent grafts was approximately 2 stents. Per the physician the cause of the endoleak was not determined. It was noted that the physician had thought the endoleak was a type iiib but it was not clear because the endoleak could not be confirmed on intraoperative imaging. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Additional information received: it was confirmed no definite endoleak was seen on intraoperative imaging. It was reported there was no damage noted to the valiant navion stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received; corelab review of CT imaging from approximately 38 months after the index procedure ((B)(6) 2024) identified a type iiib endoleak involving the valiant navion (B)(6) . No stent fracture, stent ring detachment, stent ring enlargement or stent ring migration were observed. The maximum aortic aneurysm diameter was noted to measure 66.1mm. The image was noted as not assessable for aneurysm enlargement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
It was reported that the secondary procedure took place on the (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.